Manufacturer narrative:
Analysis was able to confirm the reported stylus misalignment. The connection between the printed circuit board (pcb) and the overlay was reseated and the stylus was re-calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was misaligned with the cursor on the display screen. The user was able to re-calibrate the stylus successfully. However, the stylus would eventually become misaligned again. The user also attempted to replace the stylus but the issue persisted. The programmer was returned for service. There was no patient involvement.